Manufacturer narrative:
Supplemental report #1 - (B)(6) 2020: updated information is being provided in sections h3 (evaluation), h6 (results and conclusion codes) and h10 (narrative). Evaluation of the affected device's cross section was concluded on march 10, 2020. The potential cause could not be determined. Additional impact and stress testing is still ongoing. If any additional relevant information becomes available, a supplemental report will be submitted.

Event description:
On (B)(6) 2020 fujifilm corporation was informed that a device malfunction occurred in a vietnam hospital. As the technician was folding the arm of the fdr aqro, originally extended for an imaging procedure, the arm became horizontal and heavy. It was found that the base of the arm was broken and that the arm may have fallen slowly out of the main body together with the collimator if it had not been supported by the technician; there was no harm to the imaging technician. This occurred after a procedure with no patients present. There was no death or serious injury associated with this event. This report is being submitted in abundance of caution.

Manufacturer narrative:
Supplemental report #2 - (B)(6) 2020: updated information is being provided in sections h6 (method, results and conclusion codes) and h10 (narrative). On (B)(6) 2020 fujifilm corporation received new information and finalized additional stress testing. The additional testing was performed on a device with the same model number as the subject device. The evaluation determined that the potential root cause is due to abnormal transportation and abnormal use of the device. The failure was reproduced with the following factors: fall from a high position during transportation, travel on the paved road outside the hospital and repetitive mechanical shock to the arm (consistent with the many conspicuous dents observed on the device). The failure was not reproduced by each factor alone, however when all three factors were combined in the reproduction experiment, a crack was reproduced at the same position as the subject device. An alternative device was supplied to the customer and the subject device will be scrapped. If any additional relevant information becomes available, a supplemental report will be submitted.

Event description:
On (B)(6) 2020 fujifilm corporation was informed that a device malfunction occurred in a (B)(6) hospital. As the technician was folding the arm of the fdr aqro, originally extended for an imaging procedure, the arm became horizontal and heavy. It was found that the base of the arm was broken and that the arm may have fallen slowly out of the main body together with the collimator if it had not been supported by the technician; there was no harm to the imaging technician. This occurred after a procedure with no patients present. There was no death or serious injury associated with this event. This report is being submitted in abundance of caution.

Manufacturer narrative:
Initial reporter information is unknown. Occupation: unknown. The device was returned to fujifilm corporation for evaluation; the base of the arm was found to be broken and the cause is under investigation. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On january 14, 2020 fujifilm corporation was informed that a device malfunction occurred in a (B)(6) hospital. As the technician was folding the arm of the fdr aqro, originally extended for an imaging procedure, the arm became horizontal and heavy. It was found that the base of the arm was broken and that the arm may have fallen slowly out of the main body together with the collimator if it had not been supported by the technician; there was no harm to the imaging technician. This occurred after a procedure with no patients present. There was no death or serious injury associated with this event. This report is being submitted in abundance of caution.